Manufacturer narrative:
Returned for evaluation was a 45cm uni*fuse catheter. A visual review of the catheter noted the sample is missing the most distal marker band. Crimp marks were visualized on the shaft of the sample. The customer's reported complaint description of a marker band detaching is confirmed. Although the reported complaint description is confirmed, a definitive root cause for the event cannot be determined. It does not appear to be manufacturing related. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The marker bands are 100% inspected during the manufacturing process. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during an infusion procedure, it was noted the marker band had slipped off the catheter and into the patient. The physician was able to successfully remove the marker band from the patient via a snare. There was no harm or injury to the patient due to the event. It was reported that the disposable device is available to be returned to the manufacturer for evaluation.